Event description:
Originally reported to (B)(6), patient self-tester reports protime microcoagulation system inr 2.9 vs unspecified lab test system inr 5.1. Patient therapeutic range 2.5-3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Customer reports acceptable inr results since inconsistent results obtained on (B)(6) 2009. Customer will not be returning device for evaluation / investigation. Manufacturer's method- device not returned from consumer. DHR review conducted. Manufacturer's results- DHR review did not show any prior complaints or other nonconformances.